Manufacturer narrative:
The investigation has been completed and the reported issues could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. After the pump turned back on the pump began making a high pitch noise and the touch screen was unresponsive. There was no reported impact to the customer's blood glucose level as the customer had not checked at the time of the call. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.